Event description:
Baxter's product surveillance was notified by a baxter's sales representative that this facility has a sigma spectrum pump where upside down tube loading occurred. It is unknown when whether or not this event occurred during an infusion. Additional information received 6/17/2010: the event occurred on (B)(6) 2010 at (B)(6) medical center in the nicu at approximately 6 pm. ? Ns with 0.5 units/cc heparin was ordered to be infused at 0.5 cc/hr via a uac (umbilical arterial catheter). The neonate weighs approximately 1000 grams. = 2.2lbs the rn hung the IV tubing, baxter nitro tubing (2c7551s) in a sigma spectrum pump backward/upside down. The pump did not alarm at any time during this incident. However, instead of infusing IV fluid into the patient, blood was continually being pulled from the patient into the pump tubing. (The tubing fits in the pump both ways/upside down. The blue clamp is not stationary and can easily slide within the area of the tubing between the two identical white demarcations). At approximately 6: 15 pm, the rn visualized blood "backing up" in her IV line. Upon further assessment, she noted the tubing had been placed in the pump upside down. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).